Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (fae). Per the fae, the logs were reviewed for the procedure and no errors were observed. An isi clinical development engineer (cde) reviewed an image provided by the customer for this event and determined the following: for the image provided, it can be confirmed that a medium-large clip applier instrument on arm 4 can be seen. It looks like the clip applier is underneath liver tissue. However, due to the poor quality/angle of the image, it is unable to be discerned if the instrument has a clip installed or if it is grasping/clipping any tissue. No video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy, the medium-large clip applier instrument locked on the cystic duct and would not release from usm4. The staff could not find the release key in a timely fashion. The cause of the customer reported failure mode is unknown. It is also unclear how the reported issue was resolved.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, a medium-large clip applier instrument locked on the cystic duct and would not release from universal surgical manipulator #4 (usm4). According to the initial reporter, the surgical staff could not find the release key in a timely fashion. It is unknown how the issue was resolved. Intuitive surgical, inc. (Isi) contacted the surgeon to gather additional information regarding the reported event. However, the surgeon indicated that he could no longer recall details regarding the event. No further clinical information was provided.